Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, a patient ingested a bravo capsule and the study was recorded. However, the recorded study was shorter than the anticipated length of time. The study was submitted for review showing study was 46 hours long and had large gaps. The device worked as expected during the previous procedure. A repeat procedure will be necessary due to the alleged device malfunction. There was no harm to the patient or user due to the alleged device malfunction. The patient is doing well.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Investigation summary: since bravo delivery device system is not available for investigation the following investigation is based on accuview graph ( bravo procedure graph), DHR review, legacy formal CAPA investigation, product risk assessment and product IFU. Total duration of the study is 46:06 hours instead of 48 or 96 hours, study has large gaps. Bravo capsule signal is normal and the study cut off. The final conclusion of the investigation is that the failed study occurred due to suspected capsule or bravo recorder failure. No root cause could definitively be determined. If information is provided in the future, a supplemental report will be issued.